Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade iii capsular contracture (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with a mentor memorygel 500cc silicone prosthesis experienced left sided grade iii capsular contracture post procedure. The patient noticed that the left implant was higher than the right. A physical examination was performed by a physician and deflation was diagnosed. As a result patient underwent unilateral capsulectomy and replacement with smooth gel mentor 550cc high profile implant, cat#:3505004bc on (B)(6) 2020.

Manufacturer narrative:
Device evaluation completed on october 16, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).